Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received low battery lifetime. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. The customer retuned the insulin pump for alleged short battery life, charge/battery anomaly, low battery alert and unexpected suspend on (B)(6) 2022. The insulin pump passed the displacement test, active current measurement, and self test. The insulin pump had high sleep current measurement. No alarms or alerts noted during the testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No insulin pump error alarm, power loss alarm, replace battery alert, or replace battery now alarm noted in the device trace download on the event date. There was a low battery alert listed on (B)(6) 2022 at 17:18:00.000 in the device history file on (B)(6) 2022 at 05:16:00.000. The insulin pump was monitored for 1 day. No unexpected insulin pump suspend anomaly noted during testing. There was no threshold suspend alarms or predictive suspend alarms noted on the event date on the device history file. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Per r&d ee team observation below: the following were noted during visual inspection: cracked case at the battery tube area, cracked battery tube threads, cracked select button at keypad overlay, stained serial number label and scratched case. Electrical board1, electrical board2 and motor were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. High sleep current due to faulty c57 and faulty c58 at electrical board1. Charge/battery anomaly confirmed. Low battery alarm confirmed. Battery power loss anomaly confirmed. Suspend anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.